Manufacturer narrative:
Concomitant medical products: a2dr01 ipg implanted on (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing which appeared to cause device classified false termination of episodes. The ra lead remain sin use. No patient complications have been reported as a result of this event.